Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. The customer changed their infusion set three times to address bg. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.